Event description:
It was reported that the anesthesia system generated a technical error code indicating a defective inspiratory pressure transducer. There was no patient connected to the anesthesia system during the event. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer which concluded that the inspiratory pressure transducer pcb was faulty and needed to be replaced. The inspiratory pressure transducer pcb was replaced and after successful testing, the anesthesia system was cleared for clinical use. The replaced part was discarded and can therefore not be investigated and no logs have been provided to confirm the issue. The root cause of the reported issue has not been determined.

Event description:
Manufacturer's reference number: (B)(4).